Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high pacing impedance. Fracture was suspected. The lead was capped on (B)(6) 2026 and the device was explanted on (B)(6) 2026 due to high capture thresholds. Patient status post-operation was not provided.